Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the display lcd had some dead pixels thereby making the display illegible. The unit was triaged and the reported issue was confirmed. The potential root causes are excessive damage. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-10-18. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6), the service tech found the display lcd had some dead pixels thereby making the display illegible. No patient involved.